Event description:
It was reported that the patient presented with fracture and dislocation. Doctor decided to perform head swap. Head and sleeve were revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown head. The unknown sleeve was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.